Event description:
Pump infused in 24 hours instead of 45 hours. No adverse event occurred. Event occurred a "couple weeks ago."

Manufacturer narrative:
No sample received for eval and investigation. Without the actual product, a complete analysis cannot be conducted. No determination can be made as to why the pump appeared to infuse quickly. The device history record for the above lot was reviewed. All manufacturing operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot. If additional info pertinent to this complaint or the sample is received, the file will be reopened.